Event description:
Operative laparoscopy kit contained spatula used during the laparoscopic cholecystectomy. The side of the spatula had a hole in it. Therefore; unintentional liver burn occurred according to the doctor. (B)(6) 2010 cardinal health spoke to assistant nurse manager (B)(6) in regards to the reported issue. She stated that it was not a product failure that caused the minor liver burn. She said that occasionally this does occur. She did state that after viewing the spatula that there was a slight hole in the device because some of the teflon coating had worn off. She repeated that it was not product related, but may have been the user. As for the device she stated that it was returned to central sterilizing and may have been sent out for repair. She provided me the name of the manager (B)(6) to follow-up regarding the sample. I reached (B)(6) who stated that the device was sent out for repair and that she does not have it to return. (B)(6) 2010, cardinal health spoke to (B)(6), assistant nurse manager, regarding additional clinical information. (B)(6) confirmed the burn was very minor and there were no bleeding. She further stated there was no medical or surgical intervention.

Manufacturer narrative:
"Carefusion medical device complaints were managed handled by cardinal health under a transitional service agreement from september 1, 2009 until july 1, 2011. In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. Communication with the hospital identified that the clinician stated that this was not a product failure which caused the minor liver burn. She reported that after viewing the spatula she noted a slight hole in the device most likely due to the teflon coating wearing off. She repeated that it was not product related. The actual device was returned to central sterilizing and may have been sent out for repair. The hospital manager did confirm that the actual device is no longer in their possession. Without the actual sample we are unable to confirm or identify a root cause for this reported event. A lot number was not provided and a DHR review could not be performed. A review of the complaint documentation was performed and no trends were identified.